Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had critical pump error alarm indicating a broken force sensor was detected during seating or regular delivery. Customer's blood glucose value was 83 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer was unable to clear alarm. Customer will return device for analysis.

Manufacturer narrative:
Unit was received with blank display anomaly due to moisture damage noted on electronics assembly. Unable to verify pump error due to blank display. Unable performed displacement, rewind, seating and basic occlusion due to blank display. No moisture damage noted on motor, vibrator motor or battery tube assembly. Unit was received with cracked retainer, scratched case and minor scratched lcd window.